Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the attempted left ventricular (lv) lead was bent and the lead could not be placed. The lead was removed and a different lead was used to complete the implant. No patient complications have been reported as a result of this event.